Manufacturer narrative:
The hdf-3500/sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted stryker to report that the device did not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Section a has been update with patient information. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heatsine evaluated the customer's device and was unable to verify and duplicate the reported issue. The electronic records were reviewed and they confirmed that the device performed according to specification. A cause of the reported issue could not be determined. The customer's device was archived by heartsine.

Event description:
The customer contacted stryker to report that the device did not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no harm to the patient as a result of the reported event.